Event description:
A malfunction alarm, identified as malf 12, was reported by the customer, who had not experienced any notable events prior to the malfunction. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions to reset the pump, assisted the customer with the process, and confirmed that the issue did not recur. The customer was advised to continue using the pump and to contact support if the malfunction reappeared, which the customer acknowledged and understood.